Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens and the lens broke. There was no pt contact or injury.

Manufacturer narrative:
Eval: results - (other) visual inspection of the returned product found both haptics torn off. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusion - (other) a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge, the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.